Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the provided case imagery was performed. Post procedural photographs of the device revealed the balloon curst radially. Half of the balloon part and distal tip were separated from the delivery system. The guidewire lumen was separated from the distal nose tip and the balloon spring appeared to be stressed. Review of the procedural video revealed the balloon at partial inflation, just prior to burst and the balloon at the time of the burst (partially inflated). Device history record (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed one other similar complaint related to the balloon burst and one other similar complaint related to the distal nose tip separation. Complaint history review from december 2019 to november 2020 for the commander delivery system (all models and sizes) revealed other similar complaints for the associated root cause/evaluation codes. No manufacturing non-conformances were identified in the evaluations. Available information suggested patient and/or procedural factors may have contributed to the balloon bursts. Withdrawal difficulties following the bursts may have contributed to the distal nose tip separation events. Per the instructions for use (IFU) and training manuals, if a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from ¿umbrella-ing¿ at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position.do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During the manufacturing process, the asc4 balloon and crimp balloon undergo multiple 100% visual and dimensional inspections. The crimp balloon undergoes 100% dimensional inspections and 100% visual inspections with an unaided eye and under 8x magnification. The guidewire shaft, balloon catheter laser bond, balloon pleating also undergo visual inspections. During final inspection, the entire device undergoes 100% distal to proximal visual inspection. Additionally, product verification testing based on a sampling plan is performed on each lot prior to release. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, the complaints were able to be confirmed based on the provided imagery. Because the device was not returned, further device evaluation (visual inspection, function testing or dimensional measurement) could not be performed. Therefore, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, lot history, complaint history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. As reported, ¿as reported, balloon burst when it was 85% inflated¿. In was noted that patient had calcification present in the landing zone (calcification in the surgical valve that required the thv-in-surgical valve procedure). The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, a pre- existing valve was present in the patient native annulus. It is possible that the interaction between the balloon with an existing valve and/or stent may compromise the balloon wall during inflation. These two factors combinedly could have contributed to the burst. Per the complaint description, ¿the part of the balloon was removed from the ventricle, but it was difficult to remove through the esheath and a femoral rupture was produced.¿ it is possible that the balloon burst altered the balloon profile. The altered delivery system made the device more susceptible to be caught at the sheath distal tip, which could have caused the withdraw difficulty. As a result of balloon burst, the balloon would have had an altered profile which could¿ve led to the difficulties encountered with withdrawing the delivery system. The altered balloon profile and distal portion of delivery system could have got caught in the ventricle and embolized. Subsequently, this may have led to excessive manipulation of the devices to overcome the withdrawal difficulties, which may have resulted in separation. Available information suggests patient factors (calcification, pre-existing stent) may have contributed to the balloon burst during valve deployment and the reported withdrawal difficulties. Procedural factors (withdrawal of burst balloon/excessive manipulation) may have contributed to the distal nose tip separation and subsequent femoral artery rupture and repair. In this case, a femoral artery rupture occurred and was possibly due to procedural factors (device manipulation) and/or severe calcification of the access vessel that may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the inflation balloon burst radially approximately in the middle of the working length. The balloon was completely separated at the burst location. The distal half of the separated balloon and distal nose tip were not returned. The balloon spring appeared to be stretched and the guidewire lumen was separated from the distal nose tip. A kink on the flex shaft 25cm from the flex tip was also observed. Review of the provided device photographs revealed the balloon burst radially, and the distal half of the balloon part and distal tip were separated from the delivery system. The guidewire lumen was separated from the distal nose tip. The balloon spring also appeared to be stressed. Snap shots of the procedural video revealed the balloon at the initial inflation, the balloon at partial inflation just prior to burst, and the balloon at the time of the burst when partially inflated. The valve was not able to be fully deployed. Dimensional analysis of the single wall thickness of the inflation balloon along the edges if the burst location was performed. All measurements taken met specification. Due to the nature of the complaint, no functional testing was able to be performed. In this case, the complaints were confirmed through the visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. As reported, ¿as reported, balloon burst when it was 85% inflated¿. In was noted that patient had calcification present in the landing zone (calcification in the surgical valve that required the thv-in-surgical valve procedure). The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, a pre- existing valve was present in the patient native annulus. It is possible that the interaction between the balloon with an existing valve and/or stent may compromise the balloon wall during inflation. These two factors combinedly could have contributed to the burst. Per the complaint description, ¿the part of the balloon was removed from the ventricle, but it was difficult to remove through the esheath and a femoral rupture was produced.¿ it is possible that the balloon burst altered the balloon profile. The altered delivery system made the device more susceptible to be caught at the sheath distal tip, which could have caused the withdraw difficulty. As a result of balloon burst, the balloon would have had an altered profile which could¿ve led to the difficulties encountered with withdrawing the delivery system. The altered balloon profile and distal portion of delivery system could have got caught in the ventricle and embolized. Subsequently, this may have led to excessive manipulation of the devices to overcome the withdrawal difficulties, which may have resulted in separation. Available information suggests patient factors (calcification, pre-existing stent) may have contributed to the balloon burst during valve deployment and the reported withdrawal difficulties. Procedural factors (withdrawal of burst balloon/excessive manipulation) may have contributed to the distal nose tip separation and subsequent femoral artery rupture and repair. In this case, a femoral artery rupture occurred and was possibly due to procedural factors (device manipulation) and/or severe calcification of the access vessel that may have contributed to the complaint event. The instructions for use (IFU) and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in spain, during a valve in valve procedure, a 23mm sapien 3 ultra valve was implanted in a failing surgical valve in the aortic position by the transfemoral approach. No resistance during the insertion/advancement of the delivery system was reported. Alignment was performed in a straight section of the aorta. During valve deployment, the delivery system balloon burst when it was 85% inflated. The rupture of the balloon was radial and the tip and half of the balloon embolized into the ventricle. The delivery system was removed through esheath with any problems. A vascular snare was inserted, and the separated balloon was removed from the ventricle. However, it was difficult to remove through the esheath, resulting in a femoral rupture. The femoral injury was repaired with a stent. The esheath was also damaged. A post dilatation was needed to complete the valve deployment. At the time of the report, the patient was hospitalized and in stable condition. The valve remains implanted in the patient. Information regarding the native annular diameter or the degree of valvular calcification was not provided.